Manufacturer narrative:
The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) field service engineer (fse) spoke to the customer and confirmed that the system had been working fine. The fse also reviewed the logs and did not find any errors. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30-degree endoscope plus was moving on its own and tried to reseat the endoscope but the issue remained. Technical support engineer (tse) reviewed the logs but found no related issues and recommended canceling guided tool change. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted site did not have any problem about the endoscope on 7/16. Everything worked fine.